Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that the events [no image with gif h180 and gif q180 scopes] and [loss of image] occurred due to video connector failure and patient board set (ap/dr) board failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video processor exhibited a black screen with a little static at the top of the screen. The issue occurred during a diagnostic bronchoscope bronchoalveolar lavage. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.